Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and treated with injection reflin (500mg, frequency, route and duration not reported), injection amikacin (50mg, frequency, route and duration not reported) and injection heparin (1000 iu (international unit), continuous, frequency and route not reported). It was reported that the patient had recovered from the peritonitis. Action taken with therapy was not reported. No additional information is available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).